Event description:
It was reported that during implant the implantable cardioverter defibrillator (ICD) set screw was not able to be tightened. The physician elected to use a different ICD to complete the procedure. The patient condition was stable.

Manufacturer narrative:
The reported event of set screw anomaly was confirmed. Analysis revealed the atrial set screw was stripped and contained septum material inside the hex cavity. This prevented normal engagement with the torque driver and was the cause of the reported event. The set screw anomaly was consistent with having occurred during the procedure.